Event description:
On (B)(6) 2011, leica microsystems received a complaint from north shore hosp regarding sub-optimal processing resulting in "dry and crispy" tissue from a protocol which completed on (B)(6) 2011, using peloris tissue processor serial number (B)(4). On (B)(6) 2012, leica microsystems received info that tissue from several cases was not diagnosable, and that re-biopsy was required for at least three (3) pts. Investigation of this complaint by leica microsystems is continuing.